Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continous low blood glucose (bg) levels with the lowest being 46 mg/dl. Reportedly, the customer's health care provider adjusted settings a few days ago and customer had been more active. The customer ate glucose tablets and carbohydrates to treat low bg.